Manufacturer narrative:
Alleged failure: the probes will not stop. Probes have to be unplugged from console in order to stop. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be user accidentally submerges device in saline, inadequate gluing operations. Excessive force applied when used, stuck button. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. The lot number on the complaint record cannot be confirmed because the unit was returned without the original packaging; therefore the device manufacturer date is not known. (B)(4).

Event description:
It was reported the probes will not stop once activated through the footswitch or console.

Manufacturer narrative:
Gtin:(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the probes will not stop once activated through the footswitch or console.